Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that #19, a small piece of the porcelain crown chipped. Advised patient to see what their dentist recommends and if there is any pain to see their dentist. Requested additional information.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.